Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed noise. In addition, approximately three seconds of ventricular loss of capture was observed during reproduction of the noise. This patient is pacemaker dependant. A revision procedure was to be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
To date the rv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report will be submitted should further information be provided.